Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo. The distal low voltage electrode of the lead was covered in blood. The overlay tubing of the lead was extrinsically breached due to a cut. The outer insulation of the lead developed a cosmetic depression while in vivo. The overlay tubing of the lead developed cosmetic environmental stress cracking while in vivo. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate therapy. The right ventricular (rv) lead was fractured. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.